Event description:
Recently switched from dexcom g6 to g7. The former was pretty good to us. No major complaints. The new g7 is terrible. Very inaccurate readings and won't accept calibration procedures. Frequent loss of signal as well. Closed loop pumped insulin delivery can potentially become dangerous without constant oversight.